Event description:
Serious injury involving one person. In 2001 pt had been wearing the suspect lens 2 months when diagnosed with a corneal ulcer located on the pt's right eye at 1:00 o'clock. Note: pt was diagnosed with a prior ulcer one month ago in the same location. There was one day between symptoms and calling a dr. Pt communicated that the disinfecting system used was allergan complete. Treatment administered was isopto hyosine three times daily and ciloxan every 30 minutes remainder of day with every hour until 3 days later, tapered to every 2 hours for the next 2 days. On the 8th day from the event date, ulcer was resolving with overall punctate corneal staining with sub-epithelial infiltrates. Ciloxin every 2 hours and lotemax 4 times daily. On the 11th day from event date, medications were reduced to one time daily. No infiltrates or epithelial defects. Nine days later, cornea clear except for 2 scars ulcer site. Visual acuity 20/15 with hand held trail for od. Switched to pure lens cleaning system and pure vision lens on right eye with freshlook toric on left eye. Five weeks later, office visit showed right eye cornea remained clear.